Manufacturer narrative:
(B)(4). Additional information provided the patient underwent two separate planned interventions within the same procedure and experienced two separate adverse events. This submission is for the diagnostic venous arteriogram portion of the procedure. Further information provided the device performed as intended and successful imaging was obtained. Upon removal from the patient's vasculature the tip of the device was observed to be missing. It was decided to leave the tip in place and proceed with the 2nd scheduled procedure of a diagnostic arterial fistulagram. No attempts were made to retrieve the tip as its location could not be identified under fluoroscopy. The second portion of the procedure, the diagnostic arterial fistulagram, is reported under MDR 2939520-2018-00119. Relevant test/lab data: no tests/laboratory data available. Other relevant history: no information available. Implant and explant dates: the implant or explant dates are not applicable to this device. Concomitant product(s): no information available. Visual and microscopic inspection were performed on the returned device. Approximately 12 mm of the catheter tip was separated and not returned with the device. All other portions of the device were accounted for. The probable cause of the tip separation is damage in use. Per the IFU, if resistance is encountered during pullback, remove the entire system (guide wire, ivus catheter, sheath guide catheter) at the same time. Strain, impact, and forces associated with use can affect the integrity of the device. The manufacturing documentation for this device was reviewed and the device met all quality and manufacturing release criteria.

Event description:
This case was reviewed and investigated according to the manufacturer's policy. It was reported during a diagnostic peripheral procedure, the end of the manufacturer's device broke off in the patient. No other devices were used to complete the procedure. This adverse event is being reported because the tip of the manufacturer's device separated and remains in the patient.